Event description:
The PICC line broke beneath the oval disk. A section of the line was found in the bed and the remaining part of the line was still in the pt. The line did not migrate into the vessel of the pt.